Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the catheter came apart. A 135/10 renegade hi-flo kit was selected for use. During preparation, it was noted that the catheter came apart when removed from the hoop. No patient complications were reported.